Event description:
It was reported that difficulty was encountered advancing the contra wire, due to a 90 degrees bend in the right iliac. Multiple unsuccessful attempts were made to advance the contra wire. Retroperitoneal access achieved and artery ligated and bypassed.